Event description:
The complaint received states that the deltaplush cerecyte microcoil 2 mm x 2 cm (cpl10020230 / g15498) had failure to detach. This coil was not detached. The physician tried three times and then removed this coil safely. He used another same size deltaplush coil. The procedure was successfully done. There was no report of injury for the patient. There were no noted damages to the coil prior to use or when it was removed from the patient. A prowler select lpes 45 degree was used for the microcatheter. There was no resistance/friction during advancement in the prowler. Other coils were successfully used with the same microcatheter after the reported event. There was no torqueing of the dpu during positioning. A blue enpower dcb box was used. Pre-deployment check was performed. No low battery or fault light was seen. The green ready light and detachment light did illuminate. All connection were secure without over tightening. There was an audible beep heard. There is no further informaiton available regarding the patient or target site.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
The complaint received states that the deltaplush cerecyte microcoil 2 mm x 2 cm (cpl10020230 / g15498) had failure to detach. This coil was not detached. The physician tried three times and then removed this coil safely. He used another same size deltaplush coil. The procedure was successfully done. There were no noted damages to the coil prior to use or when it was removed from the patient. A prowler select lpes 45 degree was used for the microcatheter. There was no resistance/friction during advancement in the prowler. Other coils were successfully used with the same microcatheter after the reported event. There was no torqueing of the dpu during positioning. A blue enpower dcb box was used. Pre-deployment check was performed. No low battery or fault light was seen. The green ready light and detachment light did illuminate. All connections were secure without over tightening. There was an audible beep heard. There is no further information available regarding the patient or target site. There was no report of injury for the patient. Upon receipt it was found that the detachment fiber did not receive heat and was still intact and undamaged with the coil still attached. The device positioning unit (dpu) passed electrical testing. During laboratory testing, the coil detached on the first detachment attempt. The detachment fiber received heat and melted as designed. The dpu passed post-detachment electrical testing. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the unidentified complete detachment system and the prowler select lpes microcatheter used during the procedure, it cannot be determined if these components contributed to the complaint event. While most likely not complaint related in this specific case, it was found that the sheath¿s locking mechanism became embedded and fractured the resheathing tool¿s v notch. This can cause binding action that would produce significant resistance and possible microcoil system damage. The primary contributing factor occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which has the potential to produce microcoil system damage and potential complications. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was not confirmed analysis, the coil detached on the first attempt. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the unidentified complete detachment system and the prowler select lpes microcatheter used during the procedure, it cannot be determined if these components contributed to the complaint event. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported event. (B)(4).